Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized from (B)(6) 2015 due to hyperglycemia while using the infusion device. The patient had symptoms of dizziness and convulsions. The patient's blood glucose level was between "20 mmol/l - 30 mmol/l". At the hospital, the patient was treated with insulin via IV infusion. The doctor alleged the infusion device had malfunctioned, but the details regarding the malfunction are unknown. The infusion device was requested to be returned for product evaluation.